Event description:
It was reported that during an unknown procedure, malfunction in stapling. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: could you please provide more details for "malfunction in stapling"? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 03/18/2022 d4: batch # p5799y device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device was received inside the sterile package and with no apparent damage. The package was opened and the breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.